Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this patient received one inappropriate electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and determined that this was due to oversensing of non-physiological noise and recommended chest x-rays. The noise could not be reproduced with posture testing. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD was explanted at the physician and patient's discretions because it was no longer required for therapy. No adverse patient effects were reported outside of the elective explant procedure.

Event description:
It was reported that this patient received one inappropriate electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and determined that this was due to oversensing of non-physiological noise and recommended chest x-rays. The noise could not be reproduced with posture testing. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.